Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was patient¿s bmi? 45. Was buttressing material used? No. Did the device begin to fire or was no motor sound heard? Yes, it began to fire. Did the device staple and cut? If so, how far? The device started to staple and cut but it was impossible to establish the length of the suture and cut line because it was impossible in any way to reopen the jaws. How many ratchets of the black manual override lever were attempted? Many. The lever was raised about 30 times. How was the surgical procedure completed? The procedure was converted from laparoscopic to open. A mini bypass was performed instead of the sleeve. Is a photo of device available? No. What is the current patient status? The patient was discharged and is well.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the operator has used a fengh medical stapler (echelon powered type) that, on the first fire, in the pyloric area of the stomach blocked without possibility of reopening. At that point the operator, who was totally unable to reopen the fengh stapler, decided to use a jnj echelon powered 60 mm stapler, placing it to the left of the previous stapler, firing a green cartridge (ecr60g). The jnj stapler completely blocked; the battery has been disconnected and reconnected, the reverse button has been activated but without success; the manual override was opened and the black lever was activated several times without moving the scalpel. Furthermore, the closure trigger was reopened easily but without a response on the jaws. At that point the surgeon converted the laparoscopy procedure to open; he cut the tissue around the stapler, closed the cutting line with manual suture and performed a mini gastric by pass instead of completing the sleeve.